Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Device history record review was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that when the sterilized water was injected during the pretest, the water leaked from the valve.

Event description:
It was reported that when the sterilized water was injected during the pretest, the water leaked from the valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.